Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received inappropriate therapy in both the secondary and alternate sensing vectors. The inappropriate shock was the result of over-sensed non-physiological noise; additionally, under-sensing was noted in the alternate sensing vector. Boston scientific technical services was contacted and is was discussed that there was evidence of electrode fracture due to the advisory inclusion. Further provocative maneuvers were recommended in-clinic to assess the s-ICD system integrity. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received inappropriate therapy in both the secondary and alternate sensing vectors. The inappropriate shock was the result of over-sensed non-physiological noise; additionally, under-sensing was noted in the alternate sensing vector. Boston scientific technical services was contacted and is was discussed that there was evidence of electrode fracture due to the advisory inclusion. Further provocative maneuvers were recommended in-clinic to assess the s-ICD system integrity. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.